Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not able to adjust the stimulation, both with and without the antenna attached, using the pt programmer. The impedance readings and battery were checked and there were no problems. It was reported that the pt experienced a lack of benefit and "leakage." A lead revision was, therefore, performed. A new lead was placed on the side of the pt's body opposite the placement of the previous lead. The pt was not hospitalized and there was no injury to the pt. The pt was subsequently, "doing great."